Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported peak of 285 mg/dl for approximately four hours, without pump alarms or delivery stops, and without evidence of leaks or infusion set failure while using a 6 mm, 23" infusion set; a set change was performed with remote guidance, and glucose levels subsequently decreased. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for emergency care, no professional medical intervention, no assistance from others, and no backup therapy use. Investigation included customer support troubleshooting, guided infusion set replacement, and follow-up monitoring of blood glucose trends. Investigation of this case revealed no device alarms or confirmed hardware malfunction, with troubleshooting indicating the prior infusion site likely contributed to reduced insulin effectiveness despite no visible set failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear.